Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. As the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. We have not been provided with any supporting documentation which could provide additional information. A review of the manufacturing history records confirms no abnormalities or deviations reported. A complaint history search for past 3 years has found no similar complaint with item and lot combination. A complaint history search for past 3 years has found 6 similar complaint with item (B)(4). Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. Risk assessment: risk management report documents the estimated residual risk associated with the reported event. The root cause of this complaint could not be determined with the information provided to date. Therefore, a line relating to a specific hazard could not be selected for assessment. The reported event states spring broke on oxford slap hammer. The details of the reported event do not allege that there was any patient harm or delay to surgery. Therefore, the severity is considered s-1 (negligible) as per definitions within the severity table in rmr. The reported event is considered to be within the severity of the rmr. Occurrence assessment: a) sales data scope: date: nov 2017 to oct 2020 (most up to date sales data). Item numbers: all units compatible with item (B)(4). (See sales report for list of item numbers). B) number of items sold: (B)(4). C) complaint history search criteria: date: 01 nov 2020 to 08 dec 2020 (most up to date sales data). Number of complaints identified: (B)(4). D) occurrence ratio: (B)(4). This gives an occurrence score of (B)(4). Therefore, the actual occurrence is in line with the risk file. No corrective or preventive actions are deemed necessary at this time. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly.

Event description:
It was reported that the spring broke on oxford slap hammer. No delay reported. No consequences or impact to the patient or the user.

Manufacturer narrative:
(B)(4). This follow-up final report is being submitted to relay additional information. The product has been returned for evaluation. The complaint states, spring broke on oxford slap hammer. This event did not occur during surgery. No health consequences or impact. The complaint has been confirmed, on review of the returned instrument it is evident the tension spring has fractured within the claw. On visual inspection the instrument shows signs of wear. The tension spring can be seen within the claw and is clearly fractured. With the exception of the spring, which is the reported event, the rest of the instrument assembly looks and functions as per the drawing and design specification. Dimensional check is not required for this complaint as the component fracture is not likely to be caused by dimensional non-conformance. The components of the instrument assembly are conforming to the specification. Raw material certificate review (DHR 32-422365 zb110401 ¿ 1 & DHR 32-422365 zb110401 - 2) not required as DHR review confirms that material was deemed compliant on product release. It is confirmed through this investigation that product left zimmer biomet apac manufacturing sites conforming to drawing or specifications. Review of the zb manufacturing history record (DHR 32-422365 zb110401 ¿ 1 & DHR 32-422365 zb110401 - 2) confirms approval of final release of product in line with compliance with the specification and regulation requirements, and therefore confirms that the product left the company conforming. Ie-10329 was raised during previous investigations for similar reported events. The ie concluded that: ¿the spring used in these slap hammer assemblies is required to provide a pre-load, in order that the instruments and trials are securely held when the slap hammer is used. It is therefore necessary to use a spring that is held in tension when the instrument jaws are closed. It was concluded that a CAPA/scar was not recommended as there is no indication that parts are non-conforming, nor that the actual risk exceeds the risk identified in the risk management file. The instrument has been in the field for approximately 10 years and 6 months. The definitive root cause could not be established, however fracture of the tension spring due to general wear and tear over time could have been a contributing factor. Instruction for required instrument inspection/ function testing is captured in 1219.4-glbl-en-issue date 2021-04-08 reusable instrument lifespan manual, and states: inspection/function testing: while loading instruments into their respective instrument cases after cleaning and prior to sterilization, reference the manual and follow the instructions below. Instruments should be inspected for completeness and function. Inspection includes: checking instruments that form part of a larger assembly or assemble with mating components. Checking internal mechanisms such as o-rings, springs, and subcomponents, if the device is intended to be disassembled for proper reprocessing. Actuating moving parts such as hinges/joints and moveable features such as handles, ratcheting, couplings, and sliding parts. Inspecting for all forms of wear outlined in this manual. Results of assembly, actuation, and extent of all forms of wear should be considered in determining whether an instrument is suitable for use. If the reusable instrument is determined no longer suitable for use or if the suitability for use is still in question after inspecting the instrument and referencing the reusable instrument lifespan manual, initiate the process to return the instrument(s) to the manufacturer. The hazard and reported harm are covered by the risk file and the severity/occurrence and the risk scores are within acceptable limits. The overall risk is considered to be low.

Event description:
It was reported that the spring broke on oxford slap hammer. No delay reported. No consequences or impact to the patient or the user.

Manufacturer narrative:
(B)(4). Initial report. Telephone: (B)(6). Further information requested regarding the initial reporter, the location of the incident and the product location. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the spring broke on oxford slap hammer. No delay reported. No consequences or impact to the patient or the user.